Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer consumed too much food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently increased to range from 400 mg/dl to "high." A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.